Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the phacoemulsification was not working when passes from sculpt to quad prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
Additional information is provided in system. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on march 4, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Hp no further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The handpiece was manufactured on january 15, 2015. Based on qa assessment, the product met specifications at the time of release. The system handpiece was received for evaluation. A visual assessment of the returned sample showed no visible nonconformities. The handpiece connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications the handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).